Event description:
It was reported that the user experienced bluetooth connectivity loss between the dexcom g7 sensor and the ilet, while glucose readings continued on the dexcom app; after guided troubleshooting that involved toggling the dexcom g6/g7 setting, glucose data resumed on the ilet. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included technical support troubleshooting and verification of signal restoration. Investigation of this case revealed a communication disruption limited to the ilet interface without sensor failure, resolved through configuration adjustment. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error related to device pairing or settings.